Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module under-voltage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module under-voltage. Our field service engineer investigated the reported machine on site. The blower module has been replaced and sent back for investigation. The reported problem could not be confirmed in the provided logs as the last log was from (B)(6) 2023 and the event date was at 03/08/2023. The returned part has been tested in a machine. It failed internal test (blower inlet resistance is too high) and internal leakage test (inspiratory pressure too low) during pre-use check. During ventilation it alarmed for a technical error indicating turbine failure and a technical error indicating internal power failure. The o2 concentration was at 96% instead of 60% which indicates that the turbine is not working. Replacing the printed circuit board (pcb) inside the blower module resolved the issue. By checking the resistance of the v-motor circuit in the replaced pcb it was noticed that the whole circuit had a very high resistance. It was not possible to find which component caused this issue.